Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated they were not happy with the myptm because when they requested a bolus the handset lagged at 90%. The manufacturer's patient services specialist (pss) reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump with no lag. The patient was going to monitor the issue and call back if they needed further assistance.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that their device was taking too long to connect to the pump again. The patient stated that the manufacturer should "throw this pain pump equipment away because it is terrible and takes too long to connect to the pump" and their arm got tired holding the communicator "back there" over the pump. The patient stated they wished they could go back to the 8835 personal therapy manager (ptm) because it was easier to use. The patient also mentioned frustration of having to connect to the pump, then tap on "deliver bolus" and connect again. The patient's wife clarified that the patient had to connect twice because they help the patient power off the handset in between uses to conserve the battery. Per the patient's wife, the handset had to be charged "every night" and "basically every night". Per the patient, it took "forever" for the handset to power on and they were frustrated with the equipment. Patient services assisted the patient in clearing data. Prior to clearing the data, the patient and patient's wife read that the data was 643kb. The patient's wife stated that they recognized the clear data steps and stated "I did that a couple days ago" for the patient. Patient services reviewed equipment charging consideration and redirected to healthcare information technology (hcit) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.